Manufacturer narrative:
A synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and there were no signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a break 23cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues were noted.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. Following pre-dilatation using a high-pressure balloon, a 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the shaft broke off. The procedure was completed with another of same device. No patient complications were reported.